Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir device was explanted due to the tube was still kinked. The physician replaced the reservoir and changed the placement. It was noted that the reservoir was originally placed in the correct location. There were no patient complications reported.